Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6), 02-010-01-0260 - logic femoral ps cem left sz 6, (B)(6), 02-012-35-6009 - logic tibia ps mod insrt sz 6 9mm, (B)(6), 02-012-45-6060 - lgc tibial fit tray cem sz 6f / 6t, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk.

Event description:
As reported, the patient stated that they had swollen knees and had clicking sounds after their knee surgery. Information provided indicates the patient is pending revision. No further information available.